Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('or perforation of other organs') in a female patient who had essure (batch no. D29714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal scheduled for 1-nov-2021). At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number:d29714. UDI: (B)(4). Manufacture date:2014-10. Expiration date: 2017-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of product technical complaint (ptc). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity/the left essure device was not visualized"), uterine perforation ("perforation of the uterus") and perforation ("or perforation of other organs") in a 55 year-old female patient who had essure inserted (lot no. D29714) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menorrhagia, pain epigastric, parity 3, multi gravida, postmenopausal bleeding, breast cancer and abnormal uterine bleeding. Previously administered products included: tamoxifen. The only concomitant product mentioned was ascorbic acid. In (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooopherectomy and cystoscopy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical information: post essure procedure. Findings: the essure coils are seen in place. Intraperitoneal spillage on either are blocked. There is no free side. Fallopian tubes very small amount of contrast is seen in uterine cavity, which appears to be a very small in size. [Pathology test] on (B)(6) 2021: diagnosis a. Uterus, cervix, tubes/ovaries: endometrial/subendometrial fibrosis/elastosis zones of residual inactive/cystic endometrium with scarring and calcification submucous leiomyoma endocervix with cystic glands ovarian endosalpingiosis, fibrosis, a few adhesions, and small surface/cortical papillary adenofibroma tubes with reactive changes b. Portion of cervix: portion of exocervix with inflm1mation and crush artefact specimen received a uterus, cervix, bilateral fallopian tubes + ovaries b portion of cervix clinical history: ablation previously 2015. And breast cancer 2014, on tamoxifen. Pmb, 2x endo biopsies, scant tissue. R/o malignancy. Gross description: a-uterus, cervix, bilateral fallopian tubes and ovaries-there is a metal wire coil present within the right cornua, and extends into the right fallopian tube. The attached right fallopian two is 6 cm long and ranges from 0. 3-0. 6 cm diameter. The fimbriated end is identified. The serosal surface is mildly congested. On cut section, he metal coil is present within the lumen. The attached left fallopian tube is 5.5 cm long and ranges from 0. -0.7 cm diameter. The fimbriated end is identified. Four small thin wall cysts are adherent the serosal surface, ranging from 0.2-0.4 cm in greatest dimension. The cyst contains thin clear fluid. The remaining serosal surface is moderately congested. On cut section, a metal coil is present within the lumen and is present at the isthmus to the uterus. [Ultrasound pelvis] on (B)(6) 2017: indication: patient previous essure, please assess ovaries and endometrium. Findings: the right essure device was visualized. The left was not seen. Opinion: unremarkable appearance of the uterus. The left essure device was not visualized. No abnormal adnexal lesions. Lot number:d29714 UDI: (B)(4) manufacture date:2014-10 expiration date: 2017-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: reporter and patient information, device explant date, non drug treatment, medical history, lab data added. Event (fallopian tube perforation)reported verbatim updated. New concomitant added: vitamin c. Action taken with drug added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes/ migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('or perforation of other organs') in a female patient who had essure (batch no. D29714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("autoimmune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal scheduled for (B)(6) 2021). At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.